Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted due to normal battery depletion. The device was set to high output at implant, and the patient would not allow the physician to reprogram the device to a lower output.